Event description:
Amt g-jet gastrojejunostomy catheter (part number (B)(4). Major mechanical failure with an intraluminal coil-presumably designed to prevent kinking-being displaced and almost completely extruded through the jejunal lumen. This occurred 2 days after device placement and caused lumen occlusion and rupture with use. Fortunately we were able to remove the entire device and replace it with a new one.